Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced an infection. The infection is being treated with IV medication. If the infection is not resolved with the antibiotics, surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that the antibiotics did not work. Surgical intervention took place where the scs and drg ipgs and drg leads were explanted to address the issue.